Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 147 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.